Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 105 was verified. The cause was determined to be the motor assembly which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 105 (pic motor error) alarm during therapy (dose and delivery rate unknown). The device was programmed to deliver 400 ml of lactated ringers spiked with lidocaine for 10-11 hours, "pump failed in the 9th hour". The customer also stated that the device was swapped out and that there was no patient injury or medical intervention associated with this event. No additional information is available.